Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus calibration issue. There was a misalignment between the stylus and the cursor on the screen and calibration did not solve the issue. Analysis also noted that both keyboard hinges were broken. The printed circuit board (pcb) for the touchscreen was replaced, the stylus was calibrated, and both keyboard hinges were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The stylus was calibrated and replaced but the issue persisted. The programmer was returned for service. There was no patient involvement.